Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to perform blood glucose meter test due to blank display. The insulin pump has scratched display window and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother that the customer's insulin pump had a blank display. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.